Manufacturer narrative:
Journal name: interventional cardiology year: 2018 issue #: vol. 71, issue 11 authors: duk-woo park, osung kwon, jung-bok lee, cheol hyun lee, do-yoon kang, pil hyung lee, jung-min ahn, soo-jin kang, seung-whan lee, young-hak kim, cheol whan lee, seong-wook park, seung-jung park title of article: clinical outcomes of different contemporary drug-eluting stents in patients with and without diabetes mellitus: mu ltigroup propensity-score analysis using data from the stent-specific, multi-center, prospective registries b3: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
This study was to investigate the clinical outcome of the different contemporary drug-eluting stents in patients with and without diabetes. The 2,913 resolute zotarolimus stents were implanted in patients in the study population. The primary outcome was target-vessel failure: composite of cardiac death, target-vessel myocardial infarction, or target-vessel revascularization. At 3-years, clinical outcomes observed were death, target-vessel myocardial infarction and target-vessel revascularization.